Manufacturer narrative:
Information updated/added to sections: b4, b5, b7, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions). H11: additional manufacturer narrative: this is two of two manufacturer reports being submitted for the same event. Reference related manufacturer report number 2015691-2026-13799. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence for the information provided. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that patient factors and challenging imaging likely contributed to the event. The patient had a large flail with redundant tissue and there was shadowing from the catheter when capturing, which led to multiple capture attempts. Also, the patient was found to have severe lv dysfunction, which increases the tension on the leaflet and in turn on the implant. All of these factors increase the risk of slda. Therefore the likely cause of this event is due to patient and procedural factors. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
As per event clarification, while attempting to capture the leaflet there was shadowing from the catheter causing multiple capture attempts.

Manufacturer narrative:
This is MDR 2 of 2 for this event. B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1 additional information (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from the united kingdom, edwards received notification of a pascal procedure in the mitral position. Post procedure, there was a single leaflet device attachment (slda) with the second device implanted, and it possibly interacted with the first device, causing another slda. The patient had a large flail with a significant amount of redundant tissue. Prior to the procedure, the lv function was described as moderate. The procedure was a difficult capture with multiple attempts, 2 devices were implanted. The initial mitral regurgitation (mr) grade was severe and decreased to moderate post-procedure. Approximately on pod 1, the posterior leaflet of the second device became detached, leading to an slda. Once the slda occurred, movement of the second device possibly caused interaction with the first device, resulting in detachment of the anterior leaflet of the first device. After slda occurred, mr became moderate to severe. Lv function deteriorated during the procedure. Following device placement and reduction of mr, flow normalized, revealing further deterioration in lv function. After the procedure, the patient developed cardiogenic shock and multi-organ failure. The patient is currently on palliative care.